Manufacturer narrative:
(B)(4). Lens not returned. Evaluation codes: method: work order search. Results: a lens work order search was performed and one similar complaint was found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Event description:
The reporter stated they had a loading issue with a 12.6mm micl 12.6 implantable collamer lens. They had difficulty pulling the lens through the cartridge and there was no patient contact. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found a piece of one haptic torn off. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).